Manufacturer narrative:
(B)(4). The device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended but the orange indicator was visible at 11th firing sequence thus, it over traveled. This finding is not related with the event reported. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential cause of the opening issues.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the first firing the device stuck to tissue. It is unknown how the case was completed. No adverse consequences reported.